Event description:
Reportedly the pt had two ray tfc spinal implant cages implanted in 1999 to relieve back and leg pain associated with degenerated l5/s1 disc. According to the pt, their pain was worse after surgery. Twelve days later pt had screws and rods implanted to stabilize the cages due to the left cage reportedly shifting. Pain has only slightly improved since the second operation. Cages have not been explanted.